Event description:
Consumer called to report incident concerning her husband stating that some of the test strips were not reading accurately. Getting results which he felt were not accurate, went to the ER and results were much lower than his readings.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.